Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the customer attempted to open the bolus menu, but the continuous glucose monitor menu opened instead. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.